Event description:
It was reported that the handpiece cord caused an attached device to continue to run on its own while the equipment was being tested during an on-site maintenance visit at the account. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece cord was received at the MFR for eval, and the reported condition of the cord causing a device to run on its own was confirmed. Based on the investigation details, the likely cause was a broken wire in the cord where the cable enters the strain relief at the handpiece end. The handpiece cord was scrapped.